Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.

Manufacturer narrative:
The field service engineer replaced the measuring cell due to the laboratory reporting low signals while measuring assays and performed preventive maintenance. The investigation is ongoing.

Event description:
The initial reporter complained that qc failed on all assays on a cobas e 801 analytical unit. All samples between the failed qc and most recent successful qc were repeated and discrepant results for multiple assays and multiple patient samples were identified. The reporter provided results for elecsys afp assay, other assay results were requested but not provided. The following are examples of discrepant results for 5 patient samples: sample ID (B)(6): the initial result was 8.85 kiu/l. The repeated result was 18.3 kiu/l. Sample ID (B)(6): the initial result was 6.18 kiu/l. The repeated result was 10.5 kiu/l. Sample ID (B)(6): the initial result was 8.91 kiu/l. The repeated result was 13.2 kiu/l. Sample ID (B)(6): the initial result was 8.78 kiu/l. The repeated result was 19.6 kiu/l. Sample ID (B)(6): the initial result was 18 kiu/l. The repeated result was 28 kiu/l. Sample ID (B)(6): the initial result was 6.35 kiu/l. The repeated result was 14 kiu/l. The questionable results were reported outside of the laboratory. The reagent lot number was 570882. The expiration date was requested but not provided.